Event description:
In (B)(6) 2012, it was reported that the patient was weaned off of the pump medication for 7 weeks in (B)(6); she ¿went through 7 weeks of hell¿. Then the pump removed. The patient was on medication now and had memory problems, so she wasn¿t 100% certain about the time of the removal. On (B)(6) 2013, the patient was made aware that ¿part of it has been left behind in my stomach¿. Additional information was received on (B)(6) 2013 and it was reported that the pump was removed two years ago at the patient¿s request because she didn¿t need it anymore; she didn¿t like walking around messed up on dilaudid all the time. After the pump had been removed, the patient went through an airport scanner and was asked what she had in her stomach. She told them she had a pump previously but it had been removed. They told her she had something metal in her stomach. On (B)(6) 2013, the patient had surgery to ¿have something else taken out of my stomach that was left behind¿. They told her it was ¿a sock¿. The patient was wondering if it was part of the pump and if it was made of metal. The pump was delivering dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).